Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the helix was extending drastically despite of attempting to be rotated slowly several times. Lead was replaced. There were no adverse consequences to the patient.